Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that on pmcf review map 946 healicoil anchor, 1 patient reported 2.5 weeks after the shoulder procedure where a healicoil anchor was used, increased redness and soreness around the incision. They were given antibiotics. 3 weeks after their surgery, patient reports that they started the antibiotics for erythema induration surrounding one of the portal sites, which they were able to pop in the shower. This released a purulent fluid and a small piece of black suture. They reported no fevers, chills, nigh sweats, or other signs of systemic infection. 3 weeks after their surgery and one week after starting antibiotics, patient reports continued improvement. Soreness and range of motion continue to improve as normal. 1 month following surgery, they finished their antibiotics, and drainage has improved with only some serous spotting. 6 weeks following the surgery, their drainage had mostly subsided, but developed a large area resembling a bruise on their shoulder. The post-operative progress has been slowed due to their wound drainage. 8 weeks after the surgery, patient returned because they were concerned after their bruising had returned. They also reported that at this point their pain has been quite variable with therapy. This novel bruising was attributed to their hematoma breaking up and causing new bruising. This was not indicative of infection or allergic reaction to the implants. 3 months after surgery, patient had made considerable progress with both pain and range of motion. At this point in the patient's treatment was instructed to continue with therapy and return as needed. No further information is available.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.